Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, as the suture was being tightened it broke. A second proglide device was used and a cuff miss occurred. A third proglide device was used but hemostasis was not achieved. A 7f sheath was placed in the artery. Hemostasis was achieved by applying manual arterial compression. After the device issues, a femoral angiogram was performed using magnification at the arteriotomy site; a lateral view of a previously implanted starclose se clip was seen. No damage was observed to the starclose se clip. The cath lab staff speculated that the starclose se clip may have caused the proglide device failures. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The operator is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture, link, needles and cuffs were not returned with the device, the scope of this investigation was limited and the reported suture break during the knot tensioning could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break during the knot tensioning incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.